Manufacturer narrative:
Patient was on additional medication for breast cancer treatment including, faslodex, alpelsilib. The patient was previously treated with ribociclib, tamoxifen and abemaciclib. Refer to (B)(6) initial assessment.

Event description:
(B)(6). Patient with metastatic breast cancer and liver predominant mets. Labwork including lfts excellent prior to treatment with y90. Tolerated right lobar treatment well initially with no significant complaints. However, on (B)(6) 2021, she presented to the ed with significant abdominal pain and distension. Imaging demonstrated ascites which eventually required paracentesis. No tumor progression in liver. Lfts significantly elevated with bilirubin up to 14. Patient initially treated with steroids and urso but eventually placed on defibrotide. However, went into a continuous decline, went on hopice and passed away on (B)(6) 2021.